Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states chair stalled out while the consumer was driving, then moved forwards and backwards by itself in a small amount.